Event description:
A patient¿s spouse reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced a hernia. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient experienced a hernia on an unknown date, due to unknown etiology. The type and cause of the patient¿s hernia was unknown; however, it was affirmed the patient¿s hernia was unrelated to pd therapy as the patient was diagnosed prior to the patient¿s pd start date of (B)(6) 2021. Additionally, it was affirmed pd therapy has not exacerbated the patient¿s hernia. The patient underwent an outpatient procedure on (B)(6) 2021 to repair the hernia. The patient was not hospitalized for this event and is currently recovering at home. It was stated the patient has adequate residual kidney function and will take two weeks without dialysis of any modality to allow the surgical site to heal. It was confirmed the patient¿s hernia was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to resume ccpd therapy on the same liberty select cycler at home on (B)(6) 2021. The cycler is not available to be returned for evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a temporal relationship does not exist between ccpd therapy utilizing the liberty select cycler and the adverse event of the patient¿s hernia, as the patient¿s hernia preexisted the start of pd therapy. It is well established for those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue successful pd therapy. The cause of this patient¿s hernia cannot be determined; however, it can be concluded this event was not due to the use of any fresenius product(s) or device(s) as a temporal relationship does not exist. Though the source of the patient¿s hernia is unknown, it is well known most hernias occur prior to the start of pd therapy. Therefore, the liberty select cycler can be excluded as a source of this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient¿s spouse reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced a hernia. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient experienced a hernia on an unknown date, due to unknown etiology. The type and cause of the patient¿s hernia was unknown; however, it was affirmed the patient¿s hernia was unrelated to pd therapy as the patient was diagnosed prior to the patient¿s pd start date of (B)(6) 2021. Additionally, it was affirmed pd therapy has not exacerbated the patient¿s hernia. The patient underwent an outpatient procedure on (B)(6) 2021 to repair the hernia. The patient was not hospitalized for this event and is currently recovering at home. It was stated the patient has adequate residual kidney function and will take two weeks without dialysis of any modality to allow the surgical site to heal. It was confirmed the patient¿s hernia was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to resume ccpd therapy on the same liberty select cycler at home on (B)(6) 2021. The ccler is not available to be returned for evaluation by the manufacturer.